Manufacturer narrative:
Patients weight estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of tissue injury, mitral regurgitation (mr) and dyspnea are listed in the instructions for use as know possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported migration (partial clip movement). The reported tissue injury (perforated posterior leaflet) and worsening mr appear to be due to the procedural condition of the migration (partial clip movement). The dyspnea appears to be a cascading effect of the mr. The reported hospitalization and unexpected medical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Event description:
This is filed to report leaflet injury with worsened mitral regurgitation and clip migration, treated with another mitraclip procedure. It was reported that on (B)(6) 2019, the patient presented with functional mitral regurgitation (mr) grade 4. One mitraclip was successfully implanted, reducing the mr to grade 1. On (B)(6) 2021, the patient was hospitalized for dyspnea. An echocardiogram was performed. Per echo, a perforated posterior leaflet was observed along with slight clip migration, although the clip remained attached to both leaflets. The mr was graded 4+. As treatment, another mitraclip was successfully implanted, reducing the mr to grade 3+-4. There was no additional adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Patients weight estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of tissue injury, mitral regurgitation (mr) and dyspnea are listed in the instructions for use as know possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported migration (partial clip movement). The reported tissue injury (perforated posterior leaflet) and worsening mr appear to be due to the procedural condition of the migration (partial clip movement). The dyspnea appears to be a cascading effect of the mr. The reported hospitalization and unexpected medical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Event description:
This is filed to report leaflet injury with worsened mitral regurgitation and clip migration, treated with another mitraclip procedure. It was reported that on (B)(6) 2019, the patient presented with functional mitral regurgitation (mr) grade 4. One mitraclip was successfully implanted, reducing the mr to grade 1. On (B)(6) 2021, the patient was hospitalized for dyspnea. An echocardiogram was performed. Per echo, a perforated posterior leaflet was observed along with slight clip migration, although the clip remained attached to both leaflets. The mr was graded 4+. As treatment, another mitraclip was successfully implanted, reducing the mr to grade 3+-4. There was no additional adverse patient sequela. No additional information was provided.